Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.